Manufacturer narrative:
The manufacturing records for the onxace-27/29 sn (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. A 36.80-year-old male patient implanted with onxace-27/29, sn (B)(6), on (B)(6) 2018 indicated for bicuspid aortic valve with aortic insufficiency, aortic root aneurysm, and aortic valve stenosis. The patient required explant on (B)(6) 2019 and subsequent replacement via onxaap-27/29 indicated for aortic root pseudoaneurysm with dehiscence of previous aortic root repair and suspected endocarditis although op notes indicate "no definitive signs of endocardrtitis." Although preop diagnosis suspected endocarditis, intraoperative findings did not support this. Regardless, the instructions for use for the on-x valve lists endocarditis as a possible complication of mechanical heart valve replacement and includes the possibility of reoperation and/or explantation and death [IFU]. Historically, endocarditis occurs at a rate of 1.2 %/patient-year for rigid heart valves [iso 5840:2005]. A definitive cause for the pseudoaneurysm and subsequent dehiscence cannot be determined based on the available information. Endocarditis was not confirmed. However, infection resulting from the on-x valve is unlikely as it is terminally sterilized prior to distribution. No further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to implant registration cards, patient was implanted with onxace-27/29 sn (B)(6) on (B)(6) 2018 and the valve was explanted on (B)(6) 2019 and replaced with the onxaap-27/29 sn (B)(6). This investigation is relegated to the onxace-27/29 sn (B)(6).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to implant registration cards, patient was implanted with onxace-27/29 sn (B)(4) (B)(6) 2018 and the valve was explanted (B)(6) 2019 and replaced with the onxaap-27/29 sn (B)(4). This investigation is relegated to the onxace-27/29 sn (B)(4).